Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 377412. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. It was also stated that the patient's spinal cord stimulator (scs) leads were disconnected. Additional information was received that the patient's spinal cord stimulator (scs) leads were completely out with impedance and the patient was having issues charging the implantable pulse generator (ipg). The patient underwent a procedure wherein the leads and ipg were replaced. The patient was doing well postoperatively and the explanted devices will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7086632, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. It was also stated that the patient's spinal cord stimulator (scs) leads were disconnected.